Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was under infusing. No patient injury reported.

Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed a peeling downstream occlusion sensor seal and a worn upstream occlusion sensor seal. Functional testing was performed but the reported issue could not be replicated. The device was found to be over delivering. The pwa board, usb ground plate, dso seal, uso seal, optical sensor, lcd, lcd lens, expulsor, keypad, overlay, and rear label were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. G2 email address: (B)(4).